Manufacturer narrative:
The microsensor was returned for evaluation. Review of the device history records for the microsensor, product code 82-6632 with lot number 211726 (including serial number (B)(6)), conformed to the specifications when released to stock on 6 sep. 2018. Unique device identifier (UDI) : (B)(4). Failure analysis - based on the supplier analysis and investigation, the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter, or connector; slight kinks along catheter material. The icp express read 484. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. The manufacturer's product disposition recommendation is "evaluate and return". However, the possible root cause for "malfunction: no transducer detected" reported by the customer could be linked to device using ("incorrect set-up of device" for example) and/or "excessive force applied to product".

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when performing zeroing of the microsensor, the monitor showed, "no transducer detected." There was no patient injury and no surgical delay.